Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no audio on the receiver and an adverse event. At 1:00 am, the patient¿s husband woke up and found the patient drenched in sweat and unresponsive and groggy. It was indicated that the patient¿s blood sugar was very low, and the patient¿s husband administered the patient with glucose tablets. The patient was able to recover after treatment and their blood glucose levels went up. At the time of contact, the patient was doing okay. Additional patient or event information is not available.